Event description:
Device 2 of 2. Reference MFR report# 1627487-2013-23432. It was reported the pt experienced overstimulation in his lower extremities. X-rays revealed lead migration. The pt will undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.